Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the pump powered on with audible and vibratory sounds. A rewind, load, and prime sequence were performed with no issues. The pump was exercised for 24 hours with no self-suspension occurring during that time. There was no hypersensitivity observed to buttons on the keypad. The pump was able to be manually suspended and manually resumed with no issues. The original complaint could not be duplicated.